Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: photo evaluation: since the biologics in the device are in solid condition (shows in the picture that the biologic material is white and not transparent), the device cannot be evaluated. Device evaluation: the device has arrived and was evaluated: the left core is not in correct position (which implies misuse) and the right core is blocked with biologics, therefore the device cannot be tested. The device was returned without the tip and noting appears to be broken.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a fibrin sealant was used. During the procedure, when the product was opened, the cannula applicator was cracked and wouldn't spray. A second like kit was used to complete the procedure. There were no adverse patient consequences reported.